Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history tot he event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is not receiving effective stimulation therapy. Reprogramming did not resolve the issue. Additionally, x-rays taken did not reveal any anomalies. The pt is pending a follow-up for additional reprogramming.